Manufacturer narrative:
The controller exchange performed on (B)(6) 2023 was reported under MFR #2916596-2023-00899. Manufacturer's investigation conclusion. The reported event of a lack of audible alarms during low voltage alarms was not confirmed as the system controller was not returned for analysis. The reported event of atypical low voltage alarms was not confirmed as the alarms were not observed in the log file. Per additional information it was indicated that the hospital verified that the system controller produced an audible alarm and additionally that the low voltage alarms were likely due to the patient not using fully charged batteries. The submitted system controller event log file contained approximately 2 days of data (02apr2023 ¿ 04apr2023 per the timestamp). The log file captured a low voltage advisory alarm on (B)(6) 2023 from 13:49:20 to 13:51:06 that was associated with routine battery depletion. The log file showed that the controller alarmed appropriately in response to the low voltage events. The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The submitted system controller periodic log file contained approximately 11 days of data (24mar2023 ¿ 04apr2023 per the timestamp). The data in the log file did not indicate any issues with the system controller. The pump maintained a speed above the low-speed limit without issue throughout the log file. No atypical alarms were observed in the log file. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and quality assurance specifications. The system controller was shipped to the customer on (B)(6) 2022. Heartmate 3 instructions for use (IFU), rev. C, section ¿ 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook, rev. D, section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller. This section instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been reporting non-audible low voltage advisories historically. Their controller had been previously exchanged on (B)(6) 2023. The ventricular assist device (vad) coordinator noted low voltage advisories on the controller on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. The patient was given new battery clips and also had their batteries on replaced on (B)(6) 2023. The patient reported a recurrence of low voltage advisories on (B)(6) 2023 and (B)(6) 2023 which was confirmed by vad coordinator on the controller and historical data review. The patient insisted they did not hear any alarms. Technical services reviewed submitted log files and observed a few low power advisories on (B)(6) 2023 that were due to normal battery depletion. It appeared that the events from before (B)(6) 2023 had been overwritten by newer data. The account reported that the controller passed numerous self-tests and the vad coordinator verified that the system controller produced an audible alarm. The patient stated they sometimes heard the normal chirp when batteries were low, but that the chirps did not correspond with the low voltage advisories they saw on the controller. The account communicated that the low voltage advisories were potentially due to patient using batteries that were not fully charged when changing power sources. The patient was educated on battery use.